Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer attempted to resolve the occlusion alarms by changing their infusion set site, cartridge and infusion set tubing multiple times but the occlusion alarms continued. The customer experienced elevated blood glucose (bg) levels and attempted to resolve them by administering manual injections and delivering correction boluses. The customer stated that during these infusion set changes they did not notice any cannula damage and did observe insulin exiting the infusion set tubing. No troubleshooting was performed due to the supplies being changed prior to contacting tandem technical support. The occlusion alarms led to a bg level of 705 mg/dl and diabetic ketoacidosis which led to the customer's hospitalization. While in the hospital, the customer was treated intravenously with saline and insulin. The customer was released from the hospital a couple hours later with a bg level in the 400's mg/dl. The customer changed all of their supplies on their pump and continued to receive occlusion alarms leading to a second hospitalization due to a bg level of 816 mg/dl and diabetic ketoacidosis. While in the hospital, the customer was treated intravenously with saline and insulin. The customer was released from the hospital a couple hours later with a bg level in the 300¿s mg/dl. The customer stated they had a pending appointment with their healthcare provider and these issues would be discussed.